Event description:
It was reported that during the procedure to pre-dilate a lesion in the left main coronary artery with a 5.0x12 trek rx balloon dilatation catheter (bdc), it was noted that the label attached to the dispenser coil packaging indicated a 3.0x12 sized trek device. The chipboard box, inner tyvek pouch, and device hub itself indicated a 5.0x12 trek size. The case reportedly went smoothly; pre-dilatation was successfully completed with the same 5.0x12 trek rx. All packaging components were confirmed to have been sealed prior to opening. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging material was returned for analysis, which confirmed the difference in labeling between the device and the compliance chart. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified two similar events for this lot. Although a product deficiency was identified, it was not a systemic incident. No further action is required at this time, as the overall impact was assessed to be low. The performance of these devices will continue to be monitored.